Manufacturer narrative:
(B)(4).

Event description:
Procedure: tep totally extraperitoneal. According to the reporter: a routine tep hernia repair was being performed when the surgeon noticed that the balloon was not inflating. The balloon was taken out and replaced with another balloon and the procedure continued as normal. The adverse event did not affect the patient it delayed the procedure for a few minutes the time it took to retrieve another balloon from stores. There was no injury, damage or blood loss relating to the faulty balloon or any other adverse event that caused harm to the patient.

Manufacturer narrative:
(B)(4).